Manufacturer narrative:
Heartsine evaluated the customer's device and verified the observed issue. It was observed that the -ve pogo-pin failed measurement tests that were taken. The failed pogo pin had resulted in a poor electrical connection between the device and pad-pak, causing voltage fluctuations and subsequent low battery fails. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed a pogo pin failure. A pogo pin failure may prevent the pad-pak from connecting with the device, which may prevent the device from powering on. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.